Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient contraindicated to anticoagulation status post multi trauma with an acute pulmonary embolism had a vena cava filter deployed just below the renal veins in stable position. Approximately one week post filter placement, an attempted removal of the filter was unsuccessful. Two weeks post filter placement, a repeated attempt to remove the ivc filter was performed; however, despite multiple attempts with different catheter positions and angles, the filter could not be retrieved. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately one week post filter deployment, the filter was attempted to be removed. However, at that time it remained implanted. Three weeks post filter deployment another attempt was made to remove the filter. Despite multiple attempts with different catheter positions and angles, including attempts to place the filter into the accessory renal vein and pullback, the top of the filter could not be snared. Therefore, based on the provided medical records, the investigation is confirmed for retrieval difficulties which resulted in the filter remaining implanted. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warning: remove the (B)(4) filter using an intravascular loop snare only. Precaution: the retrieval of the (B)(4)® filter should only be performed using minimum 9f i.d./11f i.d. Dual retrieval sheaths. Misuse of these devices or improper retrieval technique may result in intimal injury or caval narrowing. Procedural instructions: - prior to use, remove the retrieval sheaths from their packaging and flush them with heparinized saline or suitable isotonic solution. - introduce and advance the 11f retrieval sheath with dilator over the guidewire. - remove the 11f dilator. Introduce and advance the 9f retrieval sheath with dilator over the guidewire such that the tip of the sheath is approximately 3cm cephalad to the filter snare hook. - insert and advance the intravascular snare assembly through the 9f retrieval sheath until it protrudes out such that the marker band of the snare catheter is cephalad to the filter snare hook. - the retrieval of the (B)(4) filter using an intravascular snare is illustrated in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter placement, it was alleged that the device was unable to be retrieved after an attempted removal procedure. There was no reported impact or consequence to the patient.